Event description:
The customer reported that the left monitor went black. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found a burn in on both monitors and replaced the monitors. He then calibrated the sizing and brightness, contrast settings for min/max, and light sensor using (B)(4) tektronics. The system functions as intended.